Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin issues at abutment site; subsequently the patient was treated with topical antibiotic and steroid (date not reported).